Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals did not load properly and a third heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #s 2242352-2012-01137 and 2242352-2013-01216 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The seal, tension spring assembly and anchor tab were inside the body of the loading device; the seal was located under the window of the loading device. The green slide lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).